Event description:
It was reported that there was an out-of-range shock lead impedance measurement of zero ohms from this right ventricular (rv) lead. Technical services (ts) explained that this was most likely due to interference. Troubleshooting was recommended including a patient-initiated interrogation (pii). It was noted that lead trend data has been stable and there were no stored events with noise. No adverse patient effects were reported. Currently, this rv lead remains in service.